Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line was found cracked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a connector assembly for evaluation. Signs of use in the form of biological material were observed inside both extension lines. Visual analysis revealed the arterial (red) and venous (blue) luer hubs were broken and separated at the location of the threads. The venous (blue) luer hub also contained a crack. The broken pieces of the luer hubs were not returned for analysis. The damage appeared consistent with repeated tightening or overtightening on the luer hub. The connector assembly was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." Both extension lines of the connector assembly were flushed with a water-filled lab inventory syringe and the extension lines clamps closed. The venous luer hub flushed as intended; however, water leaked out of the arterial luer hub. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure.". The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The venous and arterial luer hubs were broken and missing a portion of the hub near the threading. The appearance of the damage was consistent with over-tightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the extension line was found cracked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.